Event description:
Reportedly, on (B)(6) 2014, the patient was implanted with the subject pacemaker. On (B)(6) 2014, the patient had a co-artery by-pass surgery and an aortic valve replacement. The following day, the physician observed a loss of capture and the device was reprogrammed in vvi 40min-1 at 3v on right ventricular lead. On (B)(6) 2014, the device was interrogated and reprogrammed in safer mode 50-130min-1. The lead tests were successful. On (B)(6) 2014, device interrogation showed a flat ventricular egm during sensing test and the device couldn¿t get any atrial nor ventricular detection. On the external ECG, pacing pulses were visible on a sinusal rhythm. On (B)(6) 2014, the physician repositioned the leads in the atrium and in the ventricle, the same detection issue was observed after reconnecting the pacemaker to the leads. The physician decided to change the pacemaker that will be returned for analysis.

Event description:
Reportedly, on (B)(6) 2014, the patient was implanted with the subject pacemaker. On (B)(6) 2014, the patient had a co-artery by-pass surgery and an aortic valve replacement. The following day, the physician observed a loss of capture and the device was reprogrammed in vvi 40min-1 at 3v on right ventricular lead. On (B)(6) 2014, the device was interrogated and reprogrammed in safer mode 50-130min-1. The lead tests were successful. On (B)(6) 2014, device interrogation showed a flat ventricular egm during sensing test and the device couldn¿t get any atrial nor ventricular detection. On the external ECG, pacing pulses were visible on a sinusal rhythm. On (B)(6) 2014, the physician repositioned the leads in the atrium and in the ventricle, the same detection issue was observed after reconnecting the pacemaker to the leads. The physician decided to change the pacemaker that will be returned for analysis.

Event description:
Reportedly, on (B)(6) 2014, the patient was implanted with the subject pacemaker. On (B)(6) 2014, the patient had a co-artery by-pass surgery and an aortic valve replacement. The following day, the physician observed a loss of capture and the device was reprogrammed in vvi 40min-1 at 3v on right ventricular lead. On (B)(6) 2014, the device was interrogated and reprogrammed in safer mode 50-130min-1. The lead tests were successful. On (B)(6) 2014, device interrogation showed a flat ventricular egm during sensing test and the device couldn¿t get any atrial nor ventricular detection. On the external ECG, pacing pulses were visible on a sinusal rhythm. On (B)(6) 2014, the physician repositioned the leads in the atrium and in the ventricle, the same detection issue was observed after reconnecting the pacemaker to the leads. The physician decided to change the pacemaker that will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device showed it operated as specified (no anomaly observed).

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.